Event description:
The account alleged that the bed has no functions working.

Manufacturer narrative:
The account verified that the bed lockouts were not on and was instructed by technical support to check the ac fuse and then isolate the control box and lockout box. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.